Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date did the reaction occur on? Product code and lot number? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? It was noted steroids both orally and topically given to treat each patient reaction. Was there any other medical or surgical intervention performed (product removed; re-operation; re-closure)? If so, please clarify. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the product lot number of the product that was used? What is the current status of the patient?

Event description:
It was reported a patient underwent a total knee procedure on an unknown date in 2021 and topical skin adhesive was used. Post operatively, the patient had an adverse reaction and was treated with topical and oral steroids. Additional information has been requested.